Manufacturer narrative:
Update patient status.

Event description:
The patient has been discharged from the hospital.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Laparoscopic pancreatectomy "the laparoscopic graspers were being used during a laparoscopic pancreatectomy for holding and retracting tissues when one of the pads on the jaw of the grasper came off. The pad was retrieved from inside the patient and has been placed on a sticky pad that I have kept with the damaged graspers. Lot number unknown as packaging was discarded. Product isolated for return."

Manufacturer narrative:
Additional information was requested but not received. Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed the customer's experience of pad detachment. During component inspection, engineering noted that the pad material left on the grasper jaw indicated that the adhesive was applied uniformly during manufacturing. All graspers undergo a 100% visual and functional inspection during the manufacturing and assembly process. The likely root cause of the event is subjecting the device to excessive force; forces higher than the device can withstand. Applied medical continuously seeks to improve the form, function, and ease of use of its products. A part of this continuous process, applied medical is currently researching manufacturing process and inspection enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.